Manufacturer narrative:
The device was not available for evaluation; therefore, product evaluation could not be conducted. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the products performing within anticipated rates. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced poor vision and pain approximately two days post implant. The patient presented positive for a postoperative infection and was treated with intravitreal ceftazidime, vancomycin and other medications. No additional information was provided.